Event description:
It was reported via repair work order that the cot would not indicate that it was secure in the ambulance due to a faulty foot end assembly.no patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.